Manufacturer narrative:
Found line from argon input to filters to have a block, inserted wire into line to clear, flow good. Piece of metal broke off supply stem and lodged in hose, blocking argon flow. The stem and hose were both replaced. This is the first reported instance of this issue.

Manufacturer narrative:
Field service engineer dispatched. Found bad argon flow, replaced argon valve, still bad flow. Additional troubleshooting. Cryo service engineering to review issue, service history, and service performed.

Event description:
Unit down. Will not freeze. Patient on the table, under anesthesia, case aborted.